Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the area of the implant"), genital haemorrhage ("abnormal bleeding (general)"), kidney infection ("kidney infection") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("severe pain in her back"), autoimmune disorder (seriousness criterion medically significant), rash ("rash") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("painful neuropathy") and inflammation ("inflammation"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, genital haemorrhage, kidney infection, autoimmune disorder, rash, fatigue, fibromyalgia and neuropathy peripheral outcome was unknown. The reporter considered autoimmune disorder, back pain, fatigue, fibromyalgia, genital haemorrhage, inflammation, kidney infection, neuropathy peripheral, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), kidney infection, autoimmune disorder, rash, fatigue, fibromyalgia, neuropathy nos, inflammation", reporter added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the area of the implant/pelvic pain'), genital haemorrhage ('abnormal bleeding (general)/gen abnormal bleed'), kidney infection ('kidney infection') and autoimmune disorder ('autoimmune disorder') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced kidney infection (seriousness criterion medically significant). In june 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash ("rash/rashes"), back pain ("severe pain in her back/back pain") and fatigue ("fatigue"). In september 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), neuralgia ("painful neuropathy/neuro condition/prob"), inflammation ("inflammation") and abdominal pain ("abdominal pain"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, kidney infection, autoimmune disorder, rash, back pain, fatigue, fibromyalgia, neuralgia, inflammation and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, fatigue, fibromyalgia, genital haemorrhage, inflammation, kidney infection, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: plaintiff received treatment for pain: back, pelvic, abdominal, bleeding: gen. Abnormal bleed, other injuries/symptoms: rashes, kidney infection, fibromyalgia, inflammation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event essure confirmation test conducted: no and abdominal pain was added. Reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation received company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in the area of the implant (seen as pelvic pain). A total hysterectomy was performed around 3 years after insertion. The event is serious due to hospitalization reported and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since total hysterectomy was performed. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in the area of the implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (serious criteria hospitalization and clinically significant/intervention required) and back pain ("severe pain in her back"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered pelvic pain and back pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in the area of the implant (seen as pelvic pain). A total hysterectomy was performed around 3 years after insertion. The event is serious due to hospitalization reported and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since total hysterectomy was performed. The product technical analysis has been sought. Further information will be obtained through the litigation process.